Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system with this right ventricular (rv) lead presented to the emergency room (ER) for a lifevest exhibiting out of range low pacing impedance measurements reported to be below 200 ohms, with trend data indicating a gradual decrease from approximately 500 ohms at implant over time. Device data also identified pacing inhibition events greater than two seconds, with pauses observed up to approximately three seconds, and the patient appearing to be pacing dependent. Technical services (ts) reviewed the available data and indicated that the observed impedance change was consistent with a gradual decrease in lead impedance. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.